Manufacturer narrative:
The technician found the brake/steer and brake casters were failing to lock when the brake was engaged. The technician replaced the casters to repair the bed.

Event description:
The accounts maintenance alleged the brake is not working. The brake would set but does not hold.